Event description:
Case description: investigation result: novofine® 31g, batch number: 19c01x. The product was not returned for examination. The batch documentation was reviewed. No abnormalities relating to the observed problem were found. The batch documentation has been reviewed and found to be normal. Since last submission: expected date of follow up in EU/ca device tab of suspect updated from (B)(6) 2023. Investigation result updated. Annex b, c, d and g codes updated. Narrative updated accordingly. On (B)(6) 2023 an amendment was performed. Since last submission, the following information has been amended it was identified that a wrong [?]novofine' UDI-di number was provided. Hence, the UDI-di number for novofine device was corrected. The number is being corrected from (B)(4). A change request has been registered for the same (B)(4). An amr has been filed for the same. Final manufacturer's comment: (B)(6) 2023: the suspected device novofine 6mm needle has not been returned to novo nordisk for evaluation. Relevant information on needle reusage, training from health care professional on handling of needle and device, proper storage and technical complaint or malfunction with needles is unavailable for complete assessment. The batch documentation has been reviewed and found to be normal. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novofine needle. The reported injection site reactions could be related incorrect handling of the product. H3 continued: evaluation summary: novofine® 31g, batch number: 19c01x. The product was not returned for examination. . The batch documentation was reviewed. No abnormalities relating to the observed problem were found. The batch documentation has been reviewed and found to be normal.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) splitting pain syndrome during taking insulin injections, pain at the injection site under pressure [injection site pain] bruises at injection site [injection site bruising] red dots marks at injection site [injection site erythema] case description: this serious spontaneous case received via regulatory authority from russian federation was reported by a other health care professional as "splitting pain syndrome during taking insulin injections, pain at the injection site under pressure(injection site pain)" beginning on (B)(6) 2023, "bruises at injection site(injection site bruising)" beginning on (B)(6) 2023, "red dots marks at injection site(injection site redness)" beginning on (B)(6) 2023, and concerned a male patient who was treated with novofine 6mm (31g) (needle) from unknown start date for "device therapy", patient's height, weight and body mass index was not reported. Medical history was not provided. On (B)(6) 2023, the patient experiences the splitting pain syndrome during taking insulin injections, bruises at injection site, red dots marks, crunch when inserting the needle, pain at the injection site under pressure event was assessed by the reporter as "threat to health and life" batch numbers: novofine 6mm (31g): 19c01x action taken to novofine 6mm (31g) was not reported. The outcome for the event "splitting pain syndrome during taking insulin injections, pain at the injection site under pressure(injection site pain)" was not yet recovered. The outcome for the event "bruises at injection site(injection site bruising)" was not yet recovered. The outcome for the event "red dots marks at injection site(injection site redness)" was not yet recovered. No further information available. References included: reference type: e2b authority number reference ID#: (B)(4). Reference notes: ministry of public health, ru (russian federation).